Event description:
During preparation for or during cardiopulmonary bypass, the roller pump motion was unsteady and the pump displayed "underspeed" and "overspeed" messages. There was no reported adverse consequence to the pt as a result of this event.

Manufacturer narrative:
H3. Evaluation anticipated, but not yet begun.